Manufacturer narrative:
This supplemental report is being submitted to provide the additional information received from customer. Updated fields: b5, h2, h6, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer - flicker on the screen.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: b5, d8, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: broken charged coupled device and stripes in image. Based on the results of the investigation, the cause was broken charged coupled device and also cause tracked to be component failure that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had glue on screen the issue found during reprocessing. There were no reports of patient involvement.